Event description:
It was reported that the right ventricular (rv) lead exhibited gradually increasing and elevated impedance and pacing threshold measurements. Additionally, a lead fracture is suspected. The polarity of the lead was reprogrammed to unipolar. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.